Event description:
The manufacturer received info alleging a ventilator's internal battery was not holding a charge. The device was not in pt use.

Manufacturer narrative:
The device was evaluated by a third party service center. The internal battery was replaced to address this issue.